Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported using a spider filter wire and a hawkone m directional atherectomy catheter to treat a plaque cto (chronic total occlusion-100%) with little calcification in the right proximal popliteal artery. A 6 fr non-mdt sheath was used. It was reported that coating from the spider wire was noted on the tip of the nose cone of the h1-m device. It was reported that it appeared that the coating from the spider wire was coming off due to several advances of the hawk on and off the spider wire. The physician clamped the spider wire with a hemostat to the drape at the area in which it appeared that the coating of the wire had come off. The procedure continued with this device without complication. No patient complications were reported as a result of this event.